Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that during surgery, the screw of the a2114 mayfield infinity xr2 skull clamp broke. The patient's head slipped. The date of the incident was not provided. It was reported that the "health of the patient is critical". Additional information was requested but no other new information was provided.

Event description:
N/a.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 : the male patient (born in 1942) was prone in the mayfield with all screws fixed on (B)(6) 2019 . The operating table was turned sideways on the column and suddenly a loud crack was heard and the screws were broken. It was reported that the patient did not get hurt. The device was returned for evaluation and it was received with a broken knob. The broken knob assembly is part of swivel adaptor and the swivel adaptor is part of the base unit. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint was confirmed. The consensus of the investigation found the most likely root cause of the complaint event: user applied torque to knob in excess of material strength of screw thread. Or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. There was no visual indication on torlon stud, female thread in skull clamp or on the starburst teeth that could explain complaint event.